Manufacturer narrative:
According to the boston scientific representative, no follow-up tests were performed. Fluoroscopic imaging confirmed that the right atrial (ra) lead had dislodged. The right ventricular (rv) lead functionality was normal. The patient was being treated for an infection and would be scheduled for an invasive surgical procedure. The boston scientific representative has not been contacted about a scheduled invasive procedure for this patient. This investigation will be updated should further information be provided.

Event description:
It was reported that this clinic nurse contacted boston scientific technical services to request a review of a stored electrogram. Upon review, an inappropriate atr event was stored on (B)(6) 2019. The technical service consultant commented that there was electrogram noise on both leads. There was atrial oversensing but no rv oversensing or rv pacing inhibition. The clinic nurse was informed that electrogram noise on both leads could be attributed to an external source. Additionally, there was a signal artifact monitoring (sam) event stored on the same day as the inappropriate atr. Sam detected the noise and the impedances also indicated that the noise was sensed. The clinic nurse was planning to contact the local sales representative for further evaluation with isometrics, pocket manipulation and serial impedance testing.